Manufacturer narrative:
Device evaluation summary: technical services completed evaluation and confirmed the label detaching and the sharpness to the edge. The devices was non-reparable and was scrapped. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Customers are warned to inspect the product before and after every use to determine when the device begins to show signs of wear.

Event description:
Customer reported that during inspection, the serial number label was detaching from blade. The label was the old plastic type and could potentially cause patient harm due to sharp edges. No reported injuries.